Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter had its guidewire lumen detached from the catheter tip. During atrial flutter procedure, after left pulmonary veins isolation, the catheter was in flower in left inferior pulmonary vein, when the physician retracted the guidewire inside the catheter to go in flower to the right inferior pulmonary vein, the catheter undeployed itself in straight shape and when the physician pushed the guidewire inside the catheter, this was not anymore inside the nose of the catheter. The physician removed the catheter out of the patient. It confirmed the axis of the catheter was outside the extremity. A new catheter has been used to finish the procedure. No patient complications occurred, and the device is expected to be returned.

Manufacturer narrative:
The device has not been returned to bsc for analysis at this time, however, there is a picture attached to the complaint and it is possible to confirm that the guidewire lumen was detached. The reported allegation is confirmed.

Event description:
It was reported that a farawave catheter had its guidewire lumen detached from the catheter tip. During atrial flutter procedure, after left pulmonary veins isolation, the catheter was in flower in left inferior pulmonary vein, when the physician retracted the guidewire inside the catheter to go in flower to the right inferior pulmonary vein, the catheter undeployed itself in straight shape and when the physician pushed the guidewire inside the catheter, this was not anymore inside the nose of the catheter. The physician removed the catheter out of the patient. It confirmed the axis of the catheter was outside the extremity (picture attached). A new catheter has been used to finish the procedure. No patient complications occurred, and the device is expected to be returned.